Event description:
The following was reported to hamilton medical ag: we have received one c1 device reported to be shut down while in use. I went there to check the device and the device was not showing any errors. This happened before with the same device as seen in logfiles. No patient harm occurred as ventilator was never on patient.

Manufacturer narrative:
Hamilton medical ag has not received the device for investigation so far. Hamilton medical ag case number is: (B)(4).